Event description:
Received notification on 7/21/05 of event that stated, "the bag contained lymphocytes from a related donor. The cells should be used after allogenic transplantation as donor lymphocyte infusion. Bag was filed with 88ml product, cryopreservation and storage was performed in metal cassettes, cryopreservation in programmed device, storage in vapour phase of liquid nitrogen. One of the ports covered with the yellow d-ring broke away. Sample is not available, pt did not receive the product in the bag. All viral marks for pt are negative. Problem was noted after storage. Storage was for 15 months. Product not a stem cell product, but donor lymphocyte infusion dose was not adequate. Pt/donor was not recollected or remobilized. The customer did not document the correct lot number. No information in terms of the pt diagnosis is available."